Event description:
An aneurx stent graft system was implanted in a patient for treatment of an abdominal aortic aneurysm. Aneurysm size at the time of implant unknown. It was reported the recent patient's CT demonstrated a type ii endoleak resulting in enlargement of the aneurysm. The physician attempted to resolve the type ii endoleak by using glue on the outside; however, they were unable to resolve the type ii endoleak. The physician elected to surgically convert the pt to a conventional stent. The physician believes that there was no device failure, the patient had multiple type ii endoleaks. No additional clinical sequelae were reported and the patient is fine.